Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that at the end of treatment, upon removing a cassette, a fluid leak was noted from within the cassette door. The patient stated that there were no treatment issues.

Manufacturer narrative:
Corrective data: follow up 1: date: 1/12/2018.

Event description:
A peritoneal dialysis patient reported that at the end of treatment, upon removing a cassette, a fluid leak was noted from within the cassette door. The patient stated that there were no treatment issues.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that at the end of treatment, upon removing a cassette, a fluid leak was noted from within the cassette door. The patient stated that there were no treatment issues.